Event description:
It was reported that the lead had rising threshold and rising impedance. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace impedance was steady at approximately 500 ohms through (B)(6) 2012, steadily rose to 1400 ohms by (B)(6) 2013. Analysis of the device memory indicated pacing capture threshold in the rv was rising. Ventricular capture management trend average threshold was 0.75 volts through (B)(6) 2012 gradually rose to 1.75 volts by (B)(6) 2013 and remained steady at 1.75 volts.